Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2013 indicate the patient received a right total knee replacement due to severe osteoarthritis and valgus deformity. The patella was resurfaced, and competitor cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to failed right total knee arthroplasty, aseptic loosening. Upon entering the joint, mild effusion and synovitis was encountered, synovectomy performed. The tibial component was noted to be grossly loose at the cement to implant interface. The femoral component was revised with no allegation of deficiency. The patella was not addressed and not indicated to be revised. Competitor product was implanted at the time of revision. The surgery was completed without indication of complication by the surgeon. Revision due to aseptic loosening of the tibial component at the cement to implant interface, mild effusion and synovitis. Competitor cement utilized at primary. Doi: (B)(6) 2013, dor: (B)(6) 2019, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.